Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and per product specifications. Functional testing was also performed and no issues were noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set would not prime due to a kinked tubing. This event was identified during priming. There was no patient involvement. No additional information is available.